Event description:
The pt reportedly experienced an episode of pain followed by a sudden decrease in sound quality. The pt's device was explanted and re-implanted with another advanced bionics device.